Event description:
It was reported by the rep the devices were used during a laparoscopic nissen fundoplication. It was reported pneumo was lost due to 3 trocar inner seals torn, new ones were utilized to replace torn ones and continued case. There was no consequence to the pt.